Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt had vestibular schwannoma in 2011 with a proven still functional vestibulo-cochlear nerve. The promotional test showed usable nerve potentials, so the patient was implanted. After 1 year of usage the benefit from the implant was poor, the patient only heard some noise but no speech understanding. Thus, the pt was explanted on (B)(6), 2014.